Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a 5.5 pump placed to support a patient admitted in acute myocardial infarction / cardiogenic shock. The 5.5 was placed for care escalation from the intra-aortic balloon pump for a planned coronary artery bypass graft. The pump was placed but the axillary site was bleeding at the jackson-pratt drain. The team had to reopen the axillary site. The muscle bleed was found and controlled and the pocket was again closed. The patient remains on impella support.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20129. B2 date of death. B5 patient outcome. D6b missing. E4 should have been left blank. G1 reporting contact email. G1 reporting contact fax number missing. H1 type of reportable event. H6 health effect - impact code 1802 death added.

Event description:
The patient expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.